Manufacturer narrative:
The broken devices were left on the nurse¿s desk while she was on vacation. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 20, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) broken devices were left on a nurse's desk while she was on vacation. The threads on a holding sleeve were broken off and the knot-welding/metal on a pedicle reamer appeared to be broken as well. Patient and/or surgical involvement in these identified issues are unknown. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the evaluation of the returned reamer for preassembled pedicle screws has shown that the cutting edges are worn out. There was also a crack outside of the milling head detected. As this instrument is now more than 9 years old, it is likely that the complained malfunction was due to normal wear and tear following frequent use. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.